Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The microscopic views of the broken surfaces do not show any abnormalities of the material structure. The instruments were manufactured according to specifications. It is possible that mechanical overloading situation during usage may have led to the breakages. The instruments were manufactured according to the specifications, hence they have been in frequent use during long time. The instruments were checked for conformance to print specifications. As well as the device history records were reviewed. No abnormal findings were identified.

Event description:
The tip of all drill guides broke during surgery. This is 1 of 3 reports for complaint (B)(4).